Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient e4. The initial reporter also notified the FDA on feb, 2024. Medwatch report (B)(4). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set separated the following information was received by the initial reporter with the following verbatim: tubing detached from hub while running fluids and connected to patient. It is in a part of the tubing that should not come apart.

Manufacturer narrative:
It was reported by customer that tubing detached from hub while running fluids and connected to patient. No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10942011 lot number 23115211 was performed. The search showed that a total of 23,403 units in 1 lot number was built on 14nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.